Event description:
The pt was hospitalized for elevated blood glucose levels and dka. Upon removal from the pump, the insulin cartridge was found to be empty. The pt's grandmother reported that she inadvertently inserted the insulin cartridge without the plunger attached.

Manufacturer narrative:
The pump has not been returned to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. Upon removal from the pump, the insulin cartridge was found to be empty. The pt's grandmother reported that she inadvertently inserted the insulin cartridge with the plunger attached. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.